Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information indicates that device will not be returned. The device was stolen from the courier. A product analysis has not been performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided indicates that the case was completed with a replacement handpiece.

Manufacturer narrative:
The handpiece has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A clinical engineer from the facility reported that the handpiece overheated during use. There was no impact to the patient and no delay to the case.